Event description:
Guidewire for accucath bc intravascular system broke (guidewire should remain inside the catheter and straight), was external and coiled around the catheter which made the removal extremely difficult. An x-ray confirmed no retained foreign body.